Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code 1720. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd legacy 6400 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in damaged physical condition with cracked front and rear housing and cracked screen. Review of device history log identified following event: 0997> error 1720 6/17/2010 6:11:00 am / functional testing included use testing. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. This issue was caused by back-up capacitor.